Event description:
Caller reported a malfunction on a tandem pump. It is unknown whether there was any adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and no further malfunction occurred after the reset. The customer was advised to continue using the pump and to call back if the issue recurred.